Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-jul-2025. Investigation summary: bd received 6 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: additive abnormality. Bd determined that the root cause of the indicated failure mode was attributed to spray nozzle malfunction from the manufacturing process and was resolved by replacing bad parts on the additive spray machine. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time since the malfunction was fixed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® serum blood collection tubes, there were streaks, white marks, and additive mobile inside of one tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that prior to using bd vacutainer® serum blood collection tubes, there were streaks, white marks, and additive mobile inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.